Event description:
New information received indicates that the lead was capped (not explanted) on (B)(6) 2020. Lead fracture was also noted.

Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the placement of a temporary pacemaker, subsequent device interrogation revealed high pacing impedance and high capture threshold on the right ventricular lead. The lead was explanted and replaced. The patient was reported to be healthy and without injury.